Event description:
Pt underwent cataract surgery on 12/10/1997, and implantation of a staar model aa-4203 intraocular lens. However, the dr stated that the lens ejected in an uncontrolled manner and tore the posterior capsule. The torn lens was removed, a vitrectomy was done and a three-piece lens was implanted in the sulcus.